Event description:
Device issue: balloon rupture. Time of device issue: during pre-dilatation. Adverse event: none. It was reported that during pre-dilatation of a mildly tortuous and mildly calcified right coronary artery, the balloon ruptured at 9 atm. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Results and conclusions will be forwarded upon completion. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.